Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that a (B)(6) year old male pt passed away on (B)(6) 2014. A review of the event indicates that the pt experienced six appropriate, one inappropriate, and one non-lifevest external defibrillation shocks between 21:48:58 and 22:01:35 on the day of passing. The first six treatment shocks were all appropriate in response to ventricular tachycardia (vt) or ventricular fibrillation (vf), both treatable rhythms. Treatments three, four, and six successfully converted the pt to a slower rhythm. The pt remained in the arrhythmias following treatments one, two, and five. CPR artifact contributed to the false detection of the seventh treatment. One non-lifevest external defibrillation shock was given after the seventh lifevest shock. CPR artifact and the presence of the non-lifevest external defibrillation confirm the presence of bystanders. The pt was unconscious and in the hospital at the time of the event. Hospital staff was trying to revive the pt following the event. The electrode belt was disconnected at 22:04:33 on (B)(6) 2014. The pt was still in a life-sustaining rhythm at the time of device deactivation. The pt later passed away.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a pt. Monitor sn (B)(4) - (B)(6) 2013 - reuse. Electrode belt sn (B)(4) - (B)(6) 2014 - initial use.